Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardiac defibrillator exhibited a diagnostic anomaly. The device was not correctly reporting the atrial lead impedance. It was discovered that the patient did not have an atrial lead and the device did not have the atrial port programmed as plugged. Programming changes were made to correct the issue. However, it was discovered that the morphology template updates were continuing to be collected despite the atrial channel being programmed off. Additional programming changes were discussed. The patient was in stable condition.